Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device was returned with the balloon protector and a product mandrel. A visual examination of the balloon identified no damages. No issues identified with the hypotube shaft. Shaft polymer extrusion has no kinks or damages. A detailed microscopic examination of the balloon material identified no issues. All blades were fully bonded on the balloon and did not exhibit any signs of damage. No issues identified during examination of the extrusion shaft. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. Inflation/deflation test was performed. The device was attached to an encore inflation unit and the balloon was inflated. The device held pressure and deflated without issues. The encore device was verified before and after use using the druck gauge to rbp 12 atmospheres as per IFU.

Event description:
It was reported that a balloon burst occurred. The 32mm x 2.75mm in diameter, 85% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon burst at 10atm within 2 seconds. The device was simply removed directly from the patient's body. The procedure was completed with another of same device. No complications were reported, and patient was stable post procedure.

Event description:
It was reported that a balloon burst occurred. The 32mm x 2.75mm in diameter, 85% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon burst at 10atm within 2 seconds. The device was simply removed directly from the patient's body. The procedure was completed with another of same device. No complications were reported, and patient was stable post procedure.